Event description:
A 2mm x 6cm mcs-xt helical coil was deployed following placement of an initial framing coil. During the post-procedure angiographic imaging, slight leakage of contrast media from the aneurysm was noted. The heparin utilized for the procedure was reversed and the pt was monitored. No subsequent leakage or adverse events were noted.